Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 655 mg/dl. Customer mentioned multiple blood glucose values 600 mg/dl and 400 mg/dl. The customer does not mentioned any symptoms related to high blood glucose. The customer was treated with insulin drip and intravenous. Customer also states that positive results in ketones. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.